Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as peritoneal inflammation. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was unknown. At the time of this report, pd therapy was withdrawn and the patient has recovered from the event. No additional information could be provided because the reporter declined follow up.